Manufacturer narrative:
Plant investigation: the device was not returned to the manufacturer for physical evaluation and the lot number was not provided. Distribution records were reviewed to identify potential lots of this product shipped to the customer for the three (3) month time frame which immediately preceded the event. The entire set of lots have been sold and distributed. Batch records for the lots identified were reviewed and confirmed there were no deviations or non-conformances during the manufacturing process. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
A clinical investigation was performed to identify a causal relationship between the patient's peritoneal dialysis (pd) treatment and the reported peritonitis event. Based on the provided information, there is no documentation that shows a causal relationship between this peritonitis event and the use of the liberty cycler set or any fresenius product. Additionally, there is no allegation against any fresenius products involved in this event. There is an association between the patient's peritonitis and the report of a breach in aseptic technique that occurred during peritoneal dialysis therapy. Although a direct causal relationship could not be confirmed, a temporal relationship between the patient's pd treatment and the event of peritonitis remains. Should additional new information be made available this clinical investigation will be reevaluated. The plant investigation is in progress. A supplemental medwatch report will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis patient experienced peritonitis coincident with peritoneal dialysis therapy. The day before being diagnosed, the patient experienced drain complications coinciding with pain and cloudy effluent. The patient brought a drain bag with cloudy effluent to their clinic and was subsequently diagnosed with peritonitis. Upon follow up with a peritoneal dialysis registered nurse (pdrn), the cause of the peritonitis was reported to be a breach in aseptic technique. The breach in aseptic technique was further specified as the patient did not wear a mask when setting up for peritoneal dialysis therapy. The patient did not require hospitalization but was treated with intraperitoneal vancomycin (dose, frequency, and duration not reported) for the event. The patient continued to performed peritoneal dialysis therapy while being treated for peritonitis. The patient has since recovered from the peritonitis and has been able to continue with therapy without complications. The cassette used at the time of the contamination was not available for evaluation. Additional information was requested but was unavailable.